Event description:
It was reported that difficulty removal and guidewire tip detachment occurred. Physician was attempting to replace a broviac catheter on a patient with a tortuous anatomy. A v-18 control wire was selected for use. However, while attempting to retract the wire, physician felt slight resistance. When the wire was removed, it was observed under fluoroscopy that the distal 5cm of the wire had become dislodged in the patient's pulmonary artery. The physician retrieved the wire using a gooseneck snare. The wire was successfully removed from the patient without any patient injury and the patient was doing well.